Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after a syncopal episode. The health care professional (hcp) reported the patient's heart rate was 45 bpm, even though the device was programmed to a lower rate limit of 60 bpm. It was unknown if the heart rate value was seen via telemetry or electrocardiogram. At this time, no further information was able to be obtained. The crt-d remains in service. No additional adverse patient effects were reported.